Event description:
Cartridge was reported not to be fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove an o-ring from the pneumatic tap and clean the area with an alcohol wipe or lint-free cloth. After following these instructions, the customer successfully reloaded the original cartridge and was able to resume insulin therapy.